Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 16 days after a pump refill, the patient developed increased spasticity. The hcp checked the pump reservoir and found that no drug could be aspirated. He determined that a pocket fill had occurred. A pump refill was performed; the patient recovered without sequelae.